Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the tubing was detached from the cannula. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the tubing was detached from the cannula. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04135. The report was submitted in error.